Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited over-sensing and noise on the right ventricular (rv) channel as seen during the atrial tachy response (atr) events. Technical services (ts) reviewed the presenting electrogram (egm) and stated that the arrhythmia logbook showed episodes with erratic noise in the atr and ventricular episodes on rv channel which likely indicates early signs of rv lead impairment. The analysis of the lead trend graphs showed variability in both amplitude and threshold, with values ranging from 1.0 v to 1.7 v. Additionally, ventricular sensing activity demonstrates frequent episodes of high ventricular rates exceeding 250 bpm. Ts recommended an in-clinic appointment with the patient to review performance of rv lead in regards of lead integrity troubleshooting and lead replacement should be considered. This device and rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).